Event description:
It was reported that the patient underwent a gynecological procedure to treat bladder prolapse on (B)(6) 2010 and mesh was implanted. The patient immediately suffered severe pain and discomfort in her vagina, abdomen and pelvis. She was unable to stand or walk for prolonged periods of time. The patient has had trouble urinating, pelvic pain, bleeding, severe ongoing infections and she could not engage in sexual relations. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including but not limited to various surgical procedures in an attempt to remove the mesh. Attempts to date have been unsuccessful. The patient continues to live in pain and continues to experience problems with urinary incontinence and prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ difficulty with standing, walking; prolapse; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to rectocele. It was reported that patient underwent exam under anesthesia and removal of portion of vaginal mesh on (B)(6) 2012 for unroofing of a high anal fistula and insertion of seton suture. It was reported that the patient underwent rigid cystoscopy exam on (B)(6) 2012 for erosion of vaginal mesh. It was reported that the patient underwent removal of mesh on (B)(6) 2013 for erosion of pubovaginal sling mesh. It was reported that the patient underwent placement of altis type pubovaginal sling on (B)(6) 2013 for sui. It was reported that the patient underwent a procedure on (B)(6) 2015 for vaginal bleeding and incontinence post cystocele and rectocele repair with mesh/ history of mesh erosion. No additional information was provided.